Event description:
It was reported while using bd q-syte extension set 15 cm (6 in) 1.14 ml std bore leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: blood leakage from port.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd q-syte extension set 15 cm (6 in) 1.14 ml std bore leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: blood leakage from port.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2022-feb-25 h6: investigation summary: our quality engineer inspected the 2 samples submitted for evaluation. The reported issue was confirmed upon inspection and testing of the samples. The sample underwent our internal leakage testing, and one of the two samples showed leakage. Upon further inspection of the defected sample, cracks were observed on the female connector of the extension. Bd cannot determine a manufacturing root cause since the failure cannot be replicated in our manufacturing process. The most probable root cause could be excessive force applied to the connector after use with a lubrication agent or high ph value infusion. Using such materials with the product can cause internal stresses to release and result in cracking at the connector when excessive force is applied. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use. A device history record review showed no non-conformances associated with this issue during the production of this batch.